Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came to emergency room with syncope episode. The atrial lead had no capture. The lead is still in use and the physician kept it in the lead for sensing and not for pacing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient experienced shortness of breath due to the known performance issue of non-capture of the right atrial (ra) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.